Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak that occurred within the first two minutes of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hd machine, alarmed with a high conductivity alarm. When the technician looked at the machine, they noticed blood leaking on the bottom (venous side) of the dialyzer into the dialysate chamber. The machine did not alarm with a blood leak alarm. However, it was reported that the blood had not yet reached the blood leak detector. When the technician noticed blood entering the dialysate chamber of the dialyzer, they immediately clamped the lines to stop the treatment. No blood was visible in the dialysate lines. A blood leak test strip was not used. No visible damage was observed on the dialyzer; the dialyzer casing appeared intact. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The machine was pulled from service as a precaution, and it passed all testing. After the machine was bleached (per protocol), it was put back in service. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Blood was noted throughout the dialyzer, including on the outside of the fibers and coagulated beneath the header caps. The polyurethane (pu) on both sides was noted to be unevenly distributed. The sample was subjected to an internal leak test. No leak was detected as water would not flow through the dialyzer. The device was then subjected to destructive disassembly for further visual examination. Upon removal of the header cap, it was noted that the majority of the fiber ends were plugged with pu on the non-cavity ID end, with a lesser amount of plugging on the cavity ID end. The leak test was most likely inconclusive due to the plugged fibers. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The leak was confirmed due to plugged fibers. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak that occurred within the first two minutes of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hd machine, alarmed with a high conductivity alarm. When the technician looked at the machine, they noticed blood leaking on the bottom (venous side) of the dialyzer into the dialysate chamber. The machine did not alarm with a blood leak alarm. However, it was reported that the blood had not yet reached the blood leak detector. When the technician noticed blood entering the dialysate chamber of the dialyzer, they immediately clamped the lines to stop the treatment. No blood was visible in the dialysate lines. A blood leak test strip was not used. No visible damage was observed on the dialyzer; the dialyzer casing appeared intact. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The machine was pulled from service as a precaution, and it passed all testing. After the machine was bleached (per protocol), it was put back in service. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.